Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a trapezium procedure (B)(6) 2020. During the procedure the surgeon used arthrex, ar-7250 fiberwire sutures. Since the procedure the incision opened up and the patient developed an infection which required treatment. The patient has been having ongoing issues since surgery which include pain, itching, redness and swelling. Patient has had issues in past surgeries with sutures/ soft plastics. The current issues are similar to those experienced in the past.